Event description:
It was reported that during an interventional stenting procedure in a distal/below bifurcation right coronary artery, in a de novo lesion that was described as 99% stenosed, heavily tortuous, moderately calcified, the 2.0 x 20 mm mini trek rx was prepared per instructions for use, then advanced to the lesion with little resistance. The device was inflated twice to 8 atmospheres for 10 seconds. Upon the third inflation to approximately 8 atmospheres, the balloon ruptured. The device was removed from the patient's anatomy and a non-abbott balloon was used to complete pre-dilatation. A 2.5 x 28 mm xience v stent was implanted in the lesion and post dilatation was performed with a 2.5 x 12 mm nc trek to complete the procedure. There was no reported clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tream, runthrough floppy, guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.